Event description:
Per the clinic, the patient reported perceiving movement of the implant magnet when sound processor was not in place and during head motion, which began immediately after surgery. Subsequently, the patient underwent a revision surgery (date not reported) to reposition the extracochlear electrode. However, it was reported that the sensation become stronger and affects the psychology of the recipient. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.